Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, on wedge. The two staplers were not able to fire, the surgeon was able to press the green button and the handle was not squeezed. They replaced the device from a different manufacturer to complete the case. There was no patient injury.